Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 09/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: a review of the pump black box data showed that extreme voltage fluctuations had occurred. During a visual inspection of the pump, the battery compartment was found to be cracked above and below the bumper pad. No evidence of moisture was found inside the battery compartment. The returned battery cap secured to the pump and was used to complete the investigation. The pump current draw was found to be out of specification. The pump case was removed and moisture corrosion was found on the cgm circuit. The cgm module was disconnected from the pump and the pump¿s current draws returned to specifications.